Event description:
Patient (B)(6) presented to an outside ed after feeling a "pop" in their back and then experiencing pain. It was determined that the apifix implant had failed at the junction of the inner and outer sleeve. Additionally, the patient had a slight rebound in their curve, but nothing significant. Based on the implant failure, the patient will have the device removed on (B)(6) 2025.